Event description:
It was reported the pt had not used the scs system since (B)(6) 2013. The pt was unable to communicate with the ipg using the charging system. It was reported the programmer was still able to communicate. A replacement charging system was sent to the pt. Follow up identified the pt was to meet with the physician regarding possible surgical intervention.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.